Event description:
Three davol, inc. Drains were found to be dysfunctional when they were hooked up to the suctioning device. All three were noted to be bubbling when connected to the suctioning device.